Event description:
Pt's blood glucose level was 300 mg/dl at lunch so she administered a bolus of insulin. At dinner, her blood glucose level was up to 500 mg/dl. She then administered 8 units of humalog insulin, but her blood glucose level only dropped to 498 mg/dl after 45 minutes. Pt verified that the insulin was going through the needle. She went to the hosp where her blood glucose level was tested at 875 mg/dl.